Event description:
Philips received a complaint on the v60 ventilator, indicating that the device monitor was black. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. A good faith effort (gfe) response from the philips biomedical engineer (bme) was received on (B)(6) 2023. The bme stated that no remote or onsite service was completed. Further information or clarification on the allegation was unknown. The bme stated that the device did not require the replacement of any parts. The device power cord checked as ok, the electrical safety test was passed, the power fail test passed, the battery power appeared as normal, the battery volt test passed, and the preventative maintenance procedure was completed. The bme confirmed that the device was at full functionality and was returned to use. It was confirmed by the bme that it remains unknown if the device was in or out of use at the time of the initial black monitor issue. It was also confirmed that no injuries were reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.